Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a cross connector torque wrench fractured during surgery. An alternative torque wrench was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: (ethnicity), (method, results, conclusions) - the returned torque wrench was evaluated. The tip is fractured off. There were no other signs of damage on the device. It is likely that the tip broke during use. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip of a cross connector torque wrench fractured during surgery. An alternative torque wrench was used to complete the procedure without reported patient impacts.